Manufacturer narrative:
Method: lens work order search, results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found, conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated a 13.2mm micl 13.2 implantable collamer lens was opened and it was noted that the lens was ripped. The reporter stated the lens was defective.